Event description:
It was reported that during a bone lesion biopsy procedure, the quick connect hub was allegedly disconnected from the driver. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one quick connect hub and sterile sleeve were returned for evaluation. During visual evaluation, the device appeared to have residue throughout and multiple perforations were observed on the sterile sleeve. No other anomalies were observed to the device. On further observation, it was noted that the quick connect received with the sterile sleeve attached. It was noted the zipper pull was not returned and there were multiple perforations to the sterile sleeve. The hub was visually inspected and noted the proximal uclips were not visible. No other visual anomalies were noted to the device. Functional testing was not performed, due to the condition of the received sample (proximal uclips were not visible). Therefore, the investigation is confirmed for the reported premature separation issue as the uclips were not visible within the quick connect hub. Also, the investigation is confirmed for the identified mechanic jam issue as the zipper pull was not returned and the investigation is confirmed for the identified material perforation as multiple perforations were noted on the sterile sleeve. A definitive root cause for the alleged premature separation issue was due to the u- clips movement within the quick connect hub as the uclip was not visible and a definite root cause for identified multiple perforation issue is due to the movement between the quick connect hub and driver that led to the perforations observed on the sterile sleeve. However, a definite root cause for identified mechanic jam could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a bone lesion biopsy procedure, the quick connect hub was allegedly disconnected from the driver. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.